Event description:
Preoperative information: preoperative oct analysis in the right eye showed continuing nerve fiber layer loss and visual field analysis identified a 4-year history of the same superior-nasal visual field defect. Preoperatively, the patient had undergone 3 selective laser trabeculoplasty (slt) surgeries in both eyes, the most recent surgery was on (B)(6) 2014. On (B)(6) 2014, the patient presented with peripheral anterior synechiae and inflammation in the right eye and it was discovered that the patient had discontinued taking her prescribed glaucoma medications. At this visit her intraocular pressure (iop) in the right eye was 52 mmhg (36mmhg in the left eye). Operative information: the surgeon reported performing uneventful cataract surgery with implantation of the istent in the patient's right eye on (B)(6) 2014. The stent was confirmed to be in good position at the close of the case. Postoperative information: one day postoperatively the patient's iop in the operative (right) eye was 39 mmhg and it was discovered that the patient had again discontinued her glaucoma eye drops (against medical advice). The patient was examined 5 more times during the next 3 weeks and iop measurements in the right eye were: 26, 36, 31, 16, 26 mmhg. On (B)(6) 2014, gonioscopy was performed and a fold of iris was observed in front of the stent. The top of the stent snorkel could be visualized in good position. Pupilloplasty using an argon laser was performed to address the stent obstruction/iris incarceration. At this visit, the iop was 20 mmhg. On (B)(6) 2014, gonioscopy was performed and the angle was open, iop was 22 mmhg. On (B)(6) 2014, gonioscopy was performed, the angle was open, and the stent was confirmed in proper position and the patient had resumed her glaucoma medications and the iop was 15 mmhg. On (B)(6) 2014, the patient discontinued taking her prescribed glaucoma medications and presented with an iop of 24 mmhg. Visual field analysis showed no change from baseline. The stent was observed in good position; however, the iris was visible in front of the snorkel. The patient declined yag treatment to address the iris incarceration and has since sought treatment with another ophthalmologist. The patient is requesting that the stent be explanted and she believes the stent is malpositioned and not functioning correctly and is causing tunnel vision, foreign body sensation, and iris decentration.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Stent obstruction is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).